Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall was seen at initial interrogation and it was unknown if the patient recently had an MRI. The logs showed a motor stall and recovery on (B)(6) 2018 and then another stall with no recovery on (B)(6) 2018. They planned to replace the pump on (B)(6) 2018. No symptoms were reported and no further complications were expected or anticipated. On (B)(6) 2018 e1 (hcp, rep): additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the cause of the motor stall and recovery on (B)(6) 2108 and then another stall with no recovery on (B)(6) 2018 was unknown. No known environmental factors were reported. As an action/intervention taken to resolve the motor stalls, the pump was interrogated by the hcp and replacement occurred on (B)(6) 2018 which resolved the issue. The pump was requested for return to the manufacturer for analysis but was denied and discarded by the hcp.